Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 413 mg/dl. The customer stated that she has been on pen needle and it does not work very well because she is not sure how much insulin she was supposed to be giving herself. The customer was advised on where to enter the carbs in the bolus menu. The customer declined to troubleshoot for high readings.